Event description:
It was reported that during an open reduction internal fixation (orif) of a distal radius fracture surgery, while using a two column variable angle (va) distal radius plate, it was discovered that the surgeon was unable to insert the 2.4mm va locking screw devices with the torque limiting attachment device. According to the reporter, the screw device was spinning and the surgeon had to put the screw devices in with the regular t8 screwdriver device to secure the screw devices. There were no delays to a scheduled surgical procedure as a spare device was available for use. The surgery was completed successfully. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wear out, which is normal use . If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.